Manufacturer narrative:
-The following failure mode was reported in previous MDR submission 2028492-2016-00004-00. -CAPA (B)(4) will address design deficiency. -no reported injury.

Event description:
-Customer reported a leakage on the floor underneath the instrument and in front of the instrument when they entered the lab. -it was reported that instrument flag/warning did not alarm to avoid the overflow. - overflow sensors: the overflow sensors were activated but too late. This customer was already dealing with an overflow out of the other end of the tub.